Manufacturer narrative:
Model number: 72404156, lot number: 1000167616, model description: reservoir 100 ml pc/iz.

Event description:
It was reported by the patient that he has had continuous pain with his inflatable penile prosthesis device since it was placed. He has shooting pains in his scrotum and is unhappy with his doctor as he feels that doctor isn't sympathetic. He is going to have the device removed because he can't reach the pump. He states it is too low in his scrotum to reach and he is constantly inflated because he can't reach the deflate button. He also stated he can't stand the pain. It was further reported by the patient that the ipp device was explanted. He stated the report showed signs of infection with klebsiella and enterococcus. He is currently being treated for the infection and no new device has been implanted.